Event description:
Reporter indicated that high lead impedance reading was obtained with dc-dc code of 7 and "limit" during a normal mode dianostic test. Eri (elective replacement indicator) flag was "no" indicated that the generator was not nearing end of service. It was reported that the pt no longer feels the cycle stimulation. Magnet stimulation was increased and the pt felt it slightly. Pt recently experienced a seizure where the pt fell and hit the pt's neck. Surgery to replace both the lead and the generator is scheduled for 2001.